Event description:
The patient reported that "he received a new vial adapter for ivv. New vial adapter ref (B)(4), clave connector multidose vial adapter. Per patient he was unable to place adapter on neck of ivv despite using extreme force. Registered nurse was on phone with patient to attempt to troubleshoot but was unable to get adapter onto vial. Patient was able to reconstitute. Ivv using mini spikes that were sent in shipment. Patient was instructed on how to use new adapters by pharmacist. Plan to have new adapters shipped to patient for tomorrow." Unknown no additional dates, information, or details were reported.reported to (B)(6) by: health professional.